Event description:
Lost suction prior to docking with the laser. Completed procedure using smaller loi-12. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter). Took report and replaced.